Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with two implantable neurostimulators (inss) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s inss had not been active for the last 2 years as they didn¿t work so they stopped using them. The caller was unaware that the patient had 2 implanted. The patient didn¿t know if they ever received a programmer, so they were unable to try connecting to their implants. It was recommended that the patient follow up with their managing healthcare provider to have the devices checked and determine MRI eligibility. No patient symptoms were reported. No further complications were reported.